Manufacturer narrative:
An event regarding osteolysis involving a liner was reported. The event was confirmed by medical review. Methods & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant concluded: a review of the provided medical records and x-rays by a clinical consultant indicated: "review of these records confirms the acetabular component of a left tha implanted in 1988 was revised in 2018 secondary to acetabular loosening related to polyethylene insert wear and osteolysis. The root cause of the cannot be determined as insufficient information was available." Product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation confirmed the event of osteolysis and insert wear which may have caused the osteolysis; however, the root cause cannot be determined. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon contacted clinical indicating he will be revising the acetabulum for a previous study patient. Update, as per surgeon: patient was revised for a loose shell due to possible osteolysis. Shell and liner were revised.